Event description:
It was reported that when the power was turned on to start treatment, the cardiosave intra-aortic balloon pump (iabp) unit shows an internal test error #14 occurred. There was a delay in starting treatment, and there was no health problems.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person-mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse stated that the compressor pressure was poor. The fse replaced the compressor, the <100 micron muffler, and the 1/8 npt muffler. The inspection results were good. The device met the functional and safety specifications. The iabp was handed over to the customer. The failure analysis and testing dept. Received part with a reported unit failure of an internal test error code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Failed to reach proper pressure during calibration indicating this was faulty. This would cause the error code 14.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The most probable root cause for the reported malfunction is debris or excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9.